Manufacturer narrative:
(B)(4). The device will be investigated by our service department in (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): deviating volume: [...] The medical hypothesis is that the equipment is infusing the drug through "bolus" involuntary and not continuously. These "bolus" involuntary, could be related to factors:low flow + possible resistance in the patient's access port".

Manufacturer narrative:
(B)(4). Result of examination: the provided sample was subjected to a visual and functional examination. The cover caps at the screw pillars as well as the sealing at the bottom housing were available and undamaged. The device showed normal signs of use. A long term test with the perfusor was started. The device operated without interruption within this time. It did not present involuntary or intermittent fault shutdown and constantly infusing all the time as well as no automatic or involuntary bolus was given. The bolus can only be triggered manually by the end user. The history files were read and analyzed. The reported malfunction was not comprehensible. The device operated as intended.